Event description:
It was reported that the customer passed away on (B)(6) 2025. Cause of death was due to diabetic ketoacidosis. According to the physician, a review of the pump history revealed that the customer changed the cartridge two days prior to the event, resulting in blood glucose (bg) readings displayed as "high." Reportedly, the pump functioned as intended and delivered automatic boluses in response to the high bg levels. The customer also delivered manual override boluses via the pump in an attempt to address the high bg levels; however, the bg values remained high. As a result of the current findings, the physician stated that "the algorithm in the pump has not been the problem, but probably the delivery" and that the event was due to "a very unfortunate user error." No additional information could be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.